Manufacturer narrative:
This follow up MDR is being sent to report that there should not have been an initial MDR filed under mfg. Report number 2648988-2017-00041. Customer initially reported that there were 5 patients with meningitis. Initial MDR with mfg. Report number 2648988-2017-00041 was sent for the 5th patient. Customer clarified on 11oct2017 that there were only three patients involved and not five. The three patients were already captured under mfg. Report numbers: 2648988-2017-00037, 2648988-2017-00038, and 2648988-2017-00039.

Event description:
During (B)(6) 2017, the critical care department in neurosurgery of chu de bordeaux has seen an increase of meningitis infection which concerned patients with an external ventricular drainage system (evd). The number of patients infected is 5. The only change was the use of the new evd (8600) since (B)(6) 2017. Most of the infection has bacteria origin but one case was yeast. One of the patients has neurological after-effects. According to the hospital, the infectious risk is linked to the use of the device due to opening of a closed system when changing the drainage bag. No devices have been kept for evaluation purpose. A hygienic investigation is in progress at the hospital. Linked to mfg. Report numbers: 2648988-2017-00037; 2648988-2017-00038; 2648988-2017-00039; 2648988-2017-00040.